Event description:
The sales rep reported that the customized implant implanted on (B)(6) 2013 was scheduled for removal on (B)(6) 2013 as the patient experienced infection.

Manufacturer narrative:
Device not returned for evaluation. If any additional information is received, it will be reported on a supplemental report.